Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump continued to run even when on hold, and did not show the correct dose administered. The device was reported to also infuse a bolus at fluctuating rates. Additionally, the device was reported unable to detect downstream occlusion during customer testing. Allegedly, 30 minutes after programming, a patient's blood pressure (bp) was found to rise "significantly", and a nurse stopped the infusion. Five (5) hours later, the nurse found the patient's bp to have dropped "significantly". The nurse found the norepinephrine bitartrate bag "completely empty", while the pump stated that only 2.8ml had been infused. During follow-up it was also reported that the patient sustained no harm, indicating that the reported hypotension and hypertension were not life-threatening. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device did not recognize downstream occlusion which was reproduced during evaluation. The cause was determined to be that force sensor was out of specification. The downstream sensor was calibrated to correct this condition. The reported issues were reproduced during sample analysis. The device was tested at 40ml/hr and 200ml/hr, which yielded failing results of 78.07% and 166.575% of the expected rate. Physical inspection of the pump revealed that the pressure plate was out of specification due to the hook gap being out of specification. There was evidence of a component swap outside of a baxter facility which would require the mechanism to be removed. It was determined to be likely that this component swap impacted the door-hook gaps, either directly or via adulteration to the shimming, and potentially contributing to over-infusion. A component was swapped outside of a baxter facility, which led to an over infusion. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual warns service personnel must be trained by baxter. Servicing the spectrum infusion pump is restricted to qualified, baxter trained, service personnel who employ baxter authorized parts and procedures. Use of other parts and servicing procedures is prohibited. Note: pump should not be serviced while in use on a patient. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.